Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. Customer reported blood glucose level was 212 (mg/dl). A replacement usb cable and wall adapter were sent to the customer. Follow up with the customer confirmed that the pump was able to be successfully charged using the replacement charging supplies.